Manufacturer narrative:
The investigation is still in-process as well as the evaluation of the returned device section. When the investigation is complete a supplemental medwatch will be submitted.

Event description:
Accuport broke inside patient was explanted (B)(6) 2017.

Manufacturer narrative:
The surgeon was interviewed in person during a company visit. He stated that the surgery was a distal femur subchondroplasty procedure where he targeted the distal femur arthroscopically through the distal condyle of the femur. He drilled the side-delivery cannula into the condyle and then injected the accufill material. He stated that he then re-insterted the cannula to fully inject the material into the femur. His resident then removed the cannula later after waiting for the accufill material to set up. The surgery was finished with no incident or problem. The following days later the patient complained of having some minor discomfort and pain in the tissue surrounding the knee. X-ray was taken and it was discovered that a broken fragment of the cannula was found in the tissue. A second surgery was performed and the fragment was removed from the tissue. The fragment was returned to zimmer knee creations for analysis. See analysis report of the fragment and report regarding failure modes of the 11g cannula. In summary it was seen from the analysis that a possible likely cause of the breakage was bending of the cannula during removal and that it is possible the cannula stylus was not fully seated into the cannula before removal. Exact cause of the breakage could not be determined from the fragment analysis.

Event description:
Accuport broke inside patient was explanted (B)(6) 2017.